Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) was previously hospitalized with peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of confusion. As a result, on (B)(6) 2022, the patient was admitted to the hospital, and it was discovered the patient had peritonitis. The patient had a pd culture obtained. Per the nurse, the patient¿s pd culture grew the bacteria staphylococcus epidermis. The patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2022, the patient was discharged from the hospital continuing outpatient hemodialysis. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. It was reported the multiple family members were assisting the patient perform pd treatments despite proper knowledge. The nurse attributed the peritonitis to an infected pd catheter (not a fresenius product) which was caused by a breach in aseptic technique during the pd exchange.